Event description:
It was reported that during implant, when the pulse generator was connected to the atrial lead, the wrench would not rotate properly when tightneing the setscrew. The device was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.